Event description:
It was reported that on (B)(6) 2022, the patient underwent hardware removal of tfna nail, lag screw and distal screws. Transitioned/revised patient to a total hip arthroplasty. Patient outcome is unknown. This report involves one (1) 12mm/130 deg ti cann tfna 420mm/left-sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.037.263s, synthes lot # h759247, supplier lot # n/a, release to warehouse date: (B)(6) 2018, manufactured by: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.